Manufacturer narrative:
(B)(4). The reported field event of an output anomaly was confirmed in the laboratory via review of the device image. An alert for over current detection (ocd) was confirmed during device interrogation. The device was tested on the bench as well as using automated test equipment and no anomalies were noted. The reported output anomaly and ocd alert are believed to have been due to a low impedance path caused by shorted leads.

Event description:
It was reported that during scheduled generator replacement, hv impedance anomaly was observed on the riata lead. After the new device was implanted, dft testing was performed and resulted in aborted therapy due to an over current detection alert. Possible lead issue was suspected. Patient was asymptomatic. Lead was capped and replaced. Device was also replaced at the time of the procedure. Patient will be monitored.